Event description:
A customer obtained erroneously elevated troponin (accu tni) results for two patients' samples. The initial results were: 0.68 and 1.19 ng/ml for patients a and b, respectively. The results were reported out of the lab. Upon repeat testing on a different instrument accu tni results were within the normal reference range. Based on available information, patients were admitted to the hospital for observation only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Event description:
The facility representative reported to baxter that the device overinfused while the gravimetric test was being performed during bio med testing. The bio med technician ran three tests and each test overdelivered. The expected amount to infuse on each test was 9.29g and on test one the device actually infused 10.95g, test 2 the device infused 10.97g and test 3 the device infused 10.88g. There was no patient involvement.

Manufacturer narrative:
Evaluation results: (B) (4) the device was returned to baxter's product analysis laboratory and it was confirmed that the device did overdeliver due to a faulty mechanism assembly. The mechanism assembly was replaced to correct the reported condition. The device was repaired and returned to the customer.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation; however, the investigation is not yet complete. As soon as the device evaluation has been completed, a follow up report will be submitted.